Event description:
The customer has reported four cases of post operative inflammation, also known as toxic anterior segment syndrome (tass). The customer stated they do use enzymatic cleaners, but was not sure if they use the enzymatic cleaners on the phaco handpieces. The customer was not sure if they were following the directions for use (dfu) for cleaning the handpieces. Multiple attempts were made for more info on the events and pt status with no response. This report is for one pt; for add'l pts see mfg. Reports #'s: 2028159-2008-00184, 2028159-2008-00185, 2028159-2008-00187.

Manufacturer narrative:
The customer did not request service to check the system nor did they send in samples for evaluation. No further info has been received. The root cause of the pt event cannot be determined in this investigation. Copies of the directions for use for the phaco handpiece, I/a handpiece, and I/a tips and a copy of "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were sent to the customer. Alcon's investigation, "investigation into increase reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of a dr, met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated september 22, 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed.